Event description:
It was reported that intermittent losses of out-of-range issues occurred between the transmitter and pump. The customer's blood glucose level was reported between 200-300 mg/dl. Reportedly, the pump was reset, and the customer continued to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.